Event description:
It was reported to medtronic minimed that the customer reported that their bolus wizard estimate value was not correct. The customer reported no adverse event. The event involved product mmt-1805. Troubleshooting was not done but found the insulin pump did not make correct bolus wizard calculations based on information entered by the customer. No harm requiring medical intervention was reported. The product mmt-1805 will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and the dat test at .08730 inches. Successfully downloaded the trace and history files using thump. No under-delivery anomaly was noted during testing. Performed the bolus wizard sample without error. The bolus wizard functions properly per the bolus wizard test sample. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, stained serial number label, and pillowing keypad overlay. The bolus wizard functions properly per the bolus wizard test sample. The bolus wizard calculation and under-delivery anomalies are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.